Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's left eye. The lens tore during insertion into the eye. The incision was enlarged to remove the lens. No suture was required. The backup lens was implanted, same model and size. The surgical tech loaded the lens in the wrong cartridge and injector. The mtc-60c fp cartridge and msi-tr injector is recommended to use with the toric lens model, but was used with the cc4204a lens model in error. The same cartridge and injector model was used on the backup lens that was implanted without any incident. This incident was due to user error.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product found pieces of both plate haptics and pieces of the optic are torn off and missing. Lens was returned in liquid. Conclusions - (user error caused event): based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4)